Event description:
Device malfunction: stent fracture. Time of malfunction: during procedure. Symptoms/ae: fractured stent remains in patient. It was reported that the absolute stent was deployed in the left iliac. Post dilatation was performed using a non-abbott device. Residual stenosis remained and a second dilatation was performed using a non-abbott device. After the second dilitation, it was noted on angiography that the stent was fractured. The proximal and distal markers appeared to be all along one side of the vessel wall indicating fracture and stent prolapse into the lumen of the vessel. Two omnilink stents were deployed to sandwich the absolute inside the vessel, holding the vessel open. No additional information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status, from the hosp, field contact or distributor.